Event description:
Customer reported with an issue of no image. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the image disappears at an angle. Repair required. Stress is applied to the cable due to repeated angle operations, and the internal cable. In addition, it was noted the bending angle is insufficient due to the elongation of the angle wire. There are scratches on the rigid tube , curved rubber (bending section) due to external factors. The adhesive on curve rubber is missing. Evaluation findings found the reported issue was due to stress applied to the cable. The cable needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event was caused by the defect of the image sensor unit, failure of the internal board of the video connector or the system. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.